Event description:
It was reported revision surgery was performed.

Manufacturer narrative:
The returned stem, cobalt chrome head, acetabular liner, shell and screws were examined visually. The purpose of this investigation was to examine the as-received components. No destructive testing was carried out. Burnishing and damages on stem surfaces likely due rubbing against bone or bone-cement were observed which can be an indication of loosening. The cocr femoral head had scratches on the surface that appeared to have been caused due to articulation against polyethylene liner. The femoral head also had deeper scratches that appeared to have been caused by an instrument during implantation/extraction. The polyethylene liner had impressions from screw holes on the back side due to contact with shell. The yellow colored appearance on the backside of the liner is likely caused due to lipid adsorption. The articulating surface has abrasive wear on the surface and the image of head inside the liner gave an indication of wear penetration. The acetabular shell has bone cement well bonded to the back side and has screw hole cover in one of the holes. No damages on the shorter screw were observed but the longer screw has threads damaged.